Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A field service engineer identified a sticky rail due to the bumper slide being off. After replacing the slide on the auxiliary drawer, the drawer still did not pop out properly. The field service engineer then noticed that the spring responsible for pushing the drawer out was off its holder. The spring was reassembled, but it remained weak. The field service engineer replaced the spring to resolve the issue. The fse tested the drawer in hardware test application to ensure functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.